Event description:
It was reported that pump experienced malfunction with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted caller in resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if any malfunction code recurred.